Manufacturer narrative:
The insulin pump passed the prime test, excessive no delivery alarm test and displacement test. The insulin pump had minor scratches on the display window, cracked case near the display window corners, and a cracked reservoir tube lip. No unexpected excessive no delivery alarm was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the insulin pump alarmed with no delivery. Customer stated he tried to fix the issue 8 or 9 times. Customer's blood glucose was 15 mmol/l. The customer mentioned he had removed the reservoir and placed it in the refrigerator. He further stated he was getting exhausted while troubleshooting and had difficulty seeing. Customer did not agree to return the device for analysis and asked if a trainer could be sent to his home to help him.